Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass also, had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is damage to screen but still pump works but can't see screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.